Manufacturer narrative:
A review of the manufacturing and inspection records for the provided lot was conducted. No deviations or non-conformances were found. According to the product experience report, there was no sample available to return for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, a thorough investigation could not be conducted to establish a definite root cause and an appropriate corrective action. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time. The sustaining engineering team is aware of this complaint and is currently investigating the root cause via project. There were multiple similar complaints in the lot.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Both leak & occlusion at hub. Multiple dressing changes - duration 1 hour. Continuous infusions: ¿nvn @ 8, lipids at 1. Medications: ampicillin, gentamicin, and caffeine. Notes: ¿after placing a new PICC in her left saph at 2115, I noticed that it was leaking again at the hub guard under the PICC dressing. Came and flushed it, noting it was fine. She then told me to attach a microclave to the end of the PICC line insertion site with the microtubing then attached to the microclave. Even with the microclave, it continued to beep off and say occluded. Leaking was also noted under the valguard at the y site of the microtubing connection and once again at the hub cap.¿